Manufacturer narrative:
(B)(4). Date sent: 06/20/2022. Additional information was requested, and the following was received: no further information will be provided because we can¿t get any additional information from the author.

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the specific number of patients who had double stapling technique anastomosis using the ethicon devices and developed anastomotic complications as the results were combined with patients who underwent the same procedure using competitors¿ devices. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article?

Event description:
It was reported via journal article: title: safety of small circular staplers in double stapling technique anastomosis for sigmoid colon and rectal cancer. Authors: tomoyuki nagaoka md, tomohiro yamaguchi md phd, toshiya nagasaki md phd, takashi akiyoshi md phd, satoshi nagayama md phd, yosuke fukunaga md phd, akiko chino md phd, naoki ishizuka phd, tsuyoshi konishi md phd. Citation: dis colon rectum 2021; 64: 937¿945 doi: 10.1097/dcr.0000000000001889. This study aimed to investigate the safety of using 25-mm circular staplers compared with 28/29-mm staplers in the double stapling technique anastomosis regarding the development of anastomotic strictures and other complications. Between june 2013 and may 2016, 815 patients who underwent double stapling techniques anastomosis for sigmoid colon and rectal cancer were included in the study. In 186 patients (small size group), the cdh 25 mm circular stapler (ethicon) or a competitor¿s 25 mm circular stapler was inserted though the rectum, and then end-to-end double stapling techniques anastomosis. In 629 patients (large size group), the cdh 28mm circular stapler (ethicon) or a competitor¿s 29mm circular stapler was used. In the small size group, there were 81 males and 105 females with a mean age of 62 years (range 27-89). In the large size group, there were 354 males and 275 females with a mean age of 63 years (range, 32-93). Complications include anastomotic leakage (n=?), anastomotic stricture (n=?) And anastomotic bleeding (n=?). In conclusion, use of 25-mm circular staplers for double stapling technique anastomosis is safe and does not increase the risk of anastomotic strictures and other anastomotic complications in comparison with larger staplers.